Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(4) inratio (in sequential order): 0.9, 2.2, 3.2, 2.2. Total time between first and last test: less than 10 mins. Therapeutic range: 2.0 - 3.0. Pt self tester is using expired strips.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. The customer utilized expired inratio strips during testing. The customer's use of expired products may have contributed to the unexpected precision issue. A review of in-house testing data was performed while the product was still within expiration. Retain strips testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed while the strips were within expiration. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.